Event description:
It was reported that the day after their implant surgery, the patient was awake, breathing spontaneously, and with stable hemodynamics. On the second day after surgery, they developed right ventricular failure, not responding to drugs, multisystem organ failure, which led to death. The left ventricular assist device (lvad) operated as expected and the death reportedly was not device or therapy related. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. The device was reported to have been operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including multiple types of organ failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.